Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was found to have a small white particle inside. The issue was discovered during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device and a photograph were received for evaluation. The sample was received filled with a liquid solution. A visual inspection under magnification was performed which did not observe any particulate matter in the fluid pathway of the actual container or in the photo image of the sample. The fill cap was removed, and no issue was observed in the connector or cap area. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.